Manufacturer narrative:
UDI related data quality updates only.

Event description:
Lab results (on (B)(6) 2023): (B)(6) 8000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Event description:
Lab results(11/21/2023): 11161932 - 8000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer either proceed with an internal water path replacement procedure or a trade-in program.

Manufacturer narrative:
This device underwent tests for water quality, to assess bacterial contamination. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. This would return the device to specification and full functionality. The customer could also participate in cardioquip's trade in program and receive a fully functional device in place of the contaminated device. These options were relayed to the customer via email on 11/21/23. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.